Manufacturer narrative:
The account has not returned. Hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged that the left siderail will not stay latched.